Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2022-00549. Section b. Box 5. Describe event or problem. Evaluation of the returned red68 confirmed that the catheter was fractured. If the red68 is advanced against resistance during use, damage such as a fracture may occur. Further evaluation revealed ovalization distal to the fractured location and distal tip, and kinks on the distal fractured segment. Based on the reported complaint, the red 68 was advanced through the sheath without a guidewire. Advancement of the red68 without a guidewire may have contributed to the resistance and difficulty experienced while using the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68) and a non-penumbra sheath. During the procedure, the physician placed the sheath in the patient using right radial access. While advancing the red68 through the sheath, the physician experienced resistance and subsequently, broke the red68 into two pieces at the mid-shaft area. Therefore, the physician used a snare device to successfully remove the broken red68. The procedure was completed using the same sheath, another catheter, and a stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68) and a non-penumbra sheath. During the procedure, the physician placed the sheath in the patient using right radial access. While advancing the red68 through the sheath, the physician experienced resistance and subsequently, the physician broke the red68 into two pieces at approximately the mid-shaft. Therefore, the physician used a snare device to successfully remove the broken red68. The procedure was completed using the same sheath, another catheter, and a stent retriever. There was no report of an adverse effect to the patient.